Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, ous 2.50mm x 12mm, catheter was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. Visual examination identified blood within the balloon. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband. The device was attached to an encore inflation device. A pinhole was identified above the proximal markerband when attempting to inflate. A visual and tactile examination of the hypotube shaft identified no issues or damages. A detailed microscopic examination of the shaft polymer extrusion identified no issues or damages. A microscopic examination of the distal and proximal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.